Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 15 unspecified bd¿ syringes had scale marking issues, and 30 syringes had difficult plunger movement. The following information was provided by the initial reporter: "it was reported via survey response that the clinician encountered scale marking issue (15) and difficulty drawing fluid / medication into syringe (10) and plunger movement difficult (30) related to luer lok and luer slip tip syringes."